Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Device UDI # (B)(4).

Event description:
The customer reported getting an error with ECG cables, the same error with a different pair of cables. The device was failing op check testing but caller is not with device and was not able to provide details for the error. No adverse patient impact was reported.